Event description:
Customer reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the cartridge alarm recurred, preventing resumption of insulin therapy. As a resolution, the pump, which was under warranty, was set to be replaced by technical support. The customer was instructed to use multiple daily injections as a backup therapy, put the pump into storage mode, and return it with a pre-paid label.